Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas 8000 e 801 module (e801). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Refer to the medwatches with the following patient identifiers for information related to each of the mentioned assays: (B)(6). Refer to the attachment for all patient data. The sample was initially tested at the customer site on an e801 analyzer. The sample was provided for investigation where it was tested on an e801 analyzer, a cobas 6000 e 601 module (e601), and a cobas e 411 immunoassay analyzer (e411). The sample was also sent to another laboratory where it was tested on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the e801 analyzer used at the customer site was asked for, but not provided. The serial number of the e801 analyzer used for investigation was (B)(4). The tsh reagent lot number used on this analyzer was 283556, with an expiration date of 31-jan-2019. The serial number of the e601 analyzer used for investigation was (B)(4). The tsh reagent lot number used on this analyzer was 267269, with an expiration date of 30-apr-2018. The serial number of the e411 analyzer used for investigation was (B)(4). The tsh reagent lot number used on this analyzer was 283550, with an expiration date of 30-jun-2018.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that the sample contains an interferent to a component of the tsh assay. This limitation is covered in product labeling.